Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the infusion tubing was being changed, the customer observed air bubbles in the tubing. The customer's blood glucose level was not impacted.